Event description:
The customer stated that she received a blood glucose reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 373 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 4 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.